Event description:
It was reported, that the patient's implantable cardioverter defibrillator performed inappropriate shock, due to incorrect interpretation of supraventricular tachycardia(svt). No interventions were performed. There were no patient consequences.